Event description:
It was reported that the subject device experienced two (2) laser fires while in use. The fibers broke at the connection hub, resulting in a small flame on fiber. The case was completed with a second fiber. There were no reports of patient or user harm. Report 1 of 3.

Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the fibers broke at the connection hub, could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.